Event description:
A malfunction alarm was reported due to a software error detected with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the issue arose again.